Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed for low readings. No broken or missing anomalies were observed during analysis.

Event description:
It was reported that insulin pump experienced a sensor failure. The blood glucose level was not included in the report. Nothing further was reported.